Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 12/02/2015. At the time of the call, the patient reported a hospitalization and rehabilitation that occurred on (B)(6) 2015. Patient reported that she was hospitalized for open heart surgery from (B)(6) 2015. Patient reported that she was not wearing dexcom continuous glucose monitor (cgm) during hospitalization because the hospital staff lost her transmitter while she was there. At the time of contact, patient reported current condition as "good". No additional event or patient information is available.